Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to flattened up and down arrow button dome switches. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported that the keypad was unresponsive. Customer did not recall any significant events that led up to the alarm. Blood glucose level was 44 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).